Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with four cartridge reloads present. Cartridge (b, c, d) ecr60g, l54j4x was received fully fired and in good visual conditions. Cartridge (e) ecr60g, l54j4x was received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line.

Event description:
It was reported that during a laparoscopic sleeve resection procedure, during three firings, there were misformed staples in the staple line. During the fourth firing, the cutter did not fire correctly. The surgeon had to use the manual knife reverse switch. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just for clarification regarding, ¿cutter did not fire correctly.¿ did the device cut? If the device cut was the cut line complete? Did the device produce a jagged, rough, crooked, irregular or ripped cut? Did the customer report a dull knife? The tissue was overstitched by hand and the procedure was finished successfully. There were no negative consequences for the patient reported. No further info is available.